Event description:
Olympus was informed that during an unspecified procedure, the patient sustained an unidentified injury. No further information provided. Olympus followed up with the user facility to obtain additional information regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. However, the evaluation has not been completed. Upon completion of the evaluation, this report will be supplemented accordingly.